Manufacturer narrative:
(B)(4): the customer alleged that there was a failure of the info center to alarm. A pt died but the available info is not sufficient to determine if the use of the device was a factor in the death. If there was a recurrence of an actual failure to alarm, this could result in failure to recognize a pt's need for add'l therapy and could lead to a serious injury or death. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer alleged that there was a failure of the info center to alarm.